Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years post filter deployment, patient developed additional pe after discontinuation of coumadin and was now on lifelong anticoagulation. The inferior venogram performed revealed the ivc filter hook was embedded in the medial caval wall. Unsuccessful attempts were made using cook retrieval kit, hence this was exchanged for bronchoscopy forceps. Using bronchoscopy forceps, the hook was freed from the caval wall, grasped, and the filter was collapsed into the sheath and removed. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter detachment and filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare, cook retrieval system and sheath but were unsuccessful due to filter hook embedment in the ivc wall. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: instructions for use: precautions: retrieve the g2 expresstm using an intravascular snare or a recovery cone removal system only. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, cervical fusion surgery and bone graft. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in the wall of ivc. The device and detached struts were removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years later post filter deployment, a computed tomography of abdomen and pelvis was performed for inferior vena cava filter evaluation. The study showed that there was what appeared to be retrievable inferior vena cava filter 4cm below the level of the renal vein and it was slightly tilted to the left. Also, there was a small filling defect in the filter measured 1 cm in size and this was compatible with trapped clot within the filter. There was no evidence of caval wall penetration. On the next day, the patient got admitted with complaints of chest pressure and shortness of breath and underwent computed tomography of chest which showed multiple pulmonary emboli bilaterally. A computed tomography of abdomen was also performed, and the results were discussed with the radiologist, who said that the inferior vena cava filter was still in place, however it was placed lower than usual, and the filter was also tilted and had a small clot present. After four years and two months, through the right internal jugular vein approach, the bard g2 express inferior vena cava filter was removed. The right internal jugular vein was accessed, and a 16-french long vascular sheath was placed in the superior inferior vena cava. Then, a 12-french cook retrieval system was advanced into the inferior vena cava. An inferior vena cavogram was performed which demonstrated the inferior vena cava filter hook was noted to be embedded in the medial caval wall and there was no evidence of thrombus in the inferior vena cava. Then the snare was placed, and an attempt was made to capture the g2 express inferior vena cava filter. After unsuccessful attempts at retrieval with the cook retrieval kit, this was exchanged for bronchoscopy forceps and with the help of this, the hook was freed from the caval wall, grasped, and the filter was collapsed into the sheath and removed. Post removal study showed successful retrieval off inferior vena cava filter. Therefore, the investigation is confirmed for the alleged filter tilt and retrieval difficulties. However, the investigation is inconclusive for the alleged filter limb detachment. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, surgery ¿ cervical fusion and bone graft. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava, struts detached. The device and detached struts were removed. The current status of the patient is unknown.